Event description:
It was reported by service report that the rubber tip on brakes were missing, resulting in the brakes unable to be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.